Event description:
After inserting the iab using a competitor's sheath, augmentation was not evident. No alarms sounded, the iab was purged x2, and pumping was restarted, still no augmentation on flow. The iab was changed out at this time w/no complication to the pt.